Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that immediately following the implant of this annuloplasty ring, the ring was explanted and replaced with a different model of annuloplasty ring. Per the physician, he did not have optimal results with the ring he chose. It was reported that this was the first time the physician had used this model of annuloplasty ring. The ring was replaced with the model the physician generally uses for tricuspid repairs. Per the physician, there were no performance issues with the device. Additionally, no adverse patient effects were reported due to the device or the replacement.